Event description:
It was reported that the customer was experiencing a motor error on his insulin pump, which rendered him unable to complete the rewind sequence. His blood glucose was 498 mg/dl at the time of reporting. He was advised to revert to his back-up plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.